Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "on/off button works once in a while" with an intermittent keypad response of the on/off key, which was experienced during eval. The remaining keys were functioning as expected. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump keypad's "on/off button works once in a while." It was also reported there was no pt injury.